Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while on site completing the planned maintenance (pm) it was noticed that the self-test tool was not displaying the filesystem storage information. There was no patient present.

Manufacturer narrative:
Concomitant medical products: section information references the main component of the system. Other relevant device(s) are: ssd (B)(4), os 2.0.x dpd svc and software 9736355 mnav os update. The software logs were reviewed and they show that only the logs after the upgrade contain the error. Codes are applicable to the software anomaly.